Event description:
A diagnosis of subarachnoid bleeding was made on a pt. A neck blood vessel arteriography was performed by right femoral puncture. A 5fr vertebral catheter with a beacon distal tip. The right carotid, both left and right vertebral artery and left carotid was studied. At this time, the catheter distal tip was noted to separate inside the pt. A radioscopy for locating the tip was performed, which located the tip in the left carotid bulb. The pt did not have any other "syntomatology".